Manufacturer narrative:
On october 14th, 2024, avi received a voicemail from a home health nurse describing a PICC line in a patient's left arm that was "dripping from where it goes in." Avi determined that the call was describing a patient of (B)(6) ((B)(6) vascular of (B)(6)) and reached out for more detail. She stated that the line was inserted on (B)(6) 2024 for long-term antibiotics. On (B)(6) 2024, the home health nurse determined that there was a leak and the patient was sent to the emergency room where the line was removed and discarded. It is not available for return to avi. There is no information on the condition of the device upon removal, or where the leak may have originated from. The customer purchases both single lumen and dual lumen products, however, the specific product or lot number is not available and will not be provided. Without more detail from the complainant or return of the device, avi is unable to determine a root cause of the leak.

Event description:
Report of a leaking catheter.